Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was unknown. The customer was unable to troubleshoot at the time of call. The customer was advised to conduct full set change and monitor the device. The customer was advised to call back in order to troubleshoot. The customer was advised of possible site occlusion.